Event description:
This medwatch report was initiated upon the receipt and initial inspection of the device, at which time, it was determined that the reported malfunction is a reportable event. The complainant had reported that a male pt (age unk) underwent a therapeutic procedure for placement of a vaxcel plus dialysis catheter in 2006. The physician reported that the sheath was not straight and the procedure was completed with another of the same device. There was no adverse effect to the pt as a result of the reported issue.

Manufacturer narrative:
Visual inspection of the returned device revealed damage to the dilator tip of the peelable introducer and a gouge was noted in the sheath. Residue was present at the top of the sheath to indicate use. This device is currently being evaluated by the MFR. Therefore, the failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.